Manufacturer narrative:
Device passed displacement test. Pump error 63 alarm during self test and confirmed in the device history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received hard ware low level alarm. Customer¿s blood glucose level was unknown. Customer reported that he was trying to enter blood glucose level for calibration but pump was not calibrating. Customer was able to clear the alarm. Self test was perform received hard ware low level alarm. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be return for analysis.